Event description:
It was reported that during a pacemaker replacement procedure, the physician tested the right ventricular (rv) lead and observed high thresholds. The physician chose to leave the lead intact. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.